Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a patient with 1ml of juvéderm® ultra xc into the lips. Patient experienced severe anaphylactic reaction 2 hours post-treatment. Patient visited ER for immediate treatment. This is the same event and the same patient reported under emdr (B)(4). This emdr is being submitted for the serious injury.